Manufacturer narrative:
Product event summary: no anomalies found with the patient cable.

Event description:
It was reported that while the external pulse generator (epg) and temporary pacing cable were attached to a patient, pacing failure occurred frequently. There was a high possibility that the temporary pacing cable had migrated, but the facility requested that the cable and epg also be inspected. Since the epg was unnecessary, the use was suspended. The epg and cable were returned for servicing. No patient complications have been reported as a result of this event.